Event description:
A user facility reported to olympus that the front panel was flashing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found that the internal generator was loose, causing the front panel flashing. The problem was resolved upon re-installing the generator. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It¿s been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the front panel was confirmed to be blinking and the phenomenon seemed to have occurred due to the broken motor shaft 1 unit. The cause of the broken motor shaft 1 unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus, model clv-190, evis exera iii xenon light source was a "loaner" device returned from the user facility. The problem of front panel flashing was found during inspection and testing of the device upon return from the user facility.

Manufacturer narrative:
This supplemental report is submitted to provide additional event information.